Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 120 mg/dl. Customer speaks with a slur and stated that she was feeling well and not having any diabetic symptoms at that time. Customer stated that she always speaks with a slur. Customer stated that when she got the lo result from her meter, she was feeling fine and was not having any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 89 mg/dl using truemetrix meter. Customer was unable to obtain a second blood test result from the truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/31/2019 and open vial date is five days. The meter memory was reviewed for previous test result history: result 1:lo date:10/21/18 time:8:00am fasting result 2:103 mg/dl date:(B)(6) 2018, time:undisclosed, result 3:151 mg/dl date:(B)(6) 2018, time:undisclosed fasting, result 4:100 mg/dl date:(B)(6) 2018, time:undisclosed fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 120 mg/dl. Customer speaks with a slur and stated that she was feeling well and not having any diabetic symptoms at that time. Customer stated that she always speaks with a slur. Customer stated that when she got the lo result from her meter, she was feeling fine and was not having any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 89 mg/dl using truemetrix meter. Customer was unable to obtain a second blood test result from the truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/31/2019 and open vial date is five days. The meter memory was reviewed for previous test result history: (B)(6).